Event description:
Event description guidant received informtation that this implantable chf generator exhibited noise on this right ventricular rate sense lead 1 day post implant. This noise was oversensed, and resulted in the delivery of inappropriate shocks as well as brady pacing inhibition. The physician elected to cap and abandon the rate/sense portion of this lead. The physician tunneled and uncapped the existing brady pacing lead from the right side to the left side, and utilized this lead as the rate sense lead. In addition, the physician elected to explant and replace this chf generater with a similar device, as the source for the noise could not be determined. The available information suggests this patient remained in the hospital when this observation was made.